Event description:
It was reported to covidien on the event date, that a customer had an issue with a foley catheter. The client reports that it was impossible to deflate the balloon in order to remove the device from the pt. The balloon had been filled with 5 mls of water. The pt suffered from pain and a little bleeding. Three attempts were made to obtain further details regarding the interventions implemented as well as the pt's status, but no response was received.

Manufacturer narrative:
Submit date: 03/12/2009. An investigation is currently underway. Upon completion, the results will be forwarded.